Event description:
During a procedure using the reamer/irrigator/aspirator system for bone graft and the drive shaft and reamer broke in the femoral canal of the patient. The surgeon removed the parts from the canal. The surgeon did not have another drive shaft and reamer. The surgeon then used allograft instead of autograft to complete the procedure. The procedure was delayed for approximately ten minutes to remove the reamer from the patient. The surgeon reported the patient is doing alright. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Visual inspections noted a portion of the hex tip which couples with the reamer head recess has been broken off and the helix has been significantly worn down. The broken tip was not returned for evaluation. The helix located above the hex is worn down which caused the drive shaft to fail. The design was updated in may 2008 which changed the ria drive shaft helix component from 304 stainless steel to 316l stainless steel with kolsterization. The returned device was manufactured in june 2005 prior to the design change. The design risk assessment was reviewed and found to be adequate for the intended use. The manufacturing records were reviewed and no complaint related issues were found.